Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock last year due to noise that was being oversensed. The patient does not recall ever receiving a shock and due to the time elapse. Additionally, the patient was concerned about the device's battery life, and technical services (ts) was contacted for data analysis, as well as further troubleshooting recommendations. At this time, the system remains in service. No adverse patient effects were reported.